Event description:
It was reported that a patient's vancomycin bag was initiated on thursday, (B)(6) at 12:27 pm. Each 600 ml bag was intended to be infused over 24 hours at a rate of 25 ml/hour. However, on friday, (B)(6) 2025, the pharmacist discovered that the vancomycin IV infusion was running at a rate of 0.8 ml/hour instead of the prescribed 25 ml/hour. A morning visual inspection also revealed that the bag was still mostly full. A new bag of vancomycin 2 g IV (24-hour infusion) was initiated, and the infusion resumed at the correct rate on (B)(6) at 11:38 am. Bd received additional information through due diligence attempts. Low trough levels were detected by lab and the medication dose was increased, however the patient's outcome was "excellent." The vancomycin had a concentration of "2 gms" in 600ml.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a patient's vancomycin bag was initiated on thursday, (B)(6) at 12:27 pm. Each 600 ml bag was intended to be infused over 24 hours at a rate of 25 ml/hour. However, on friday, (B)(6) 2025, the pharmacist discovered that the vancomycin IV infusion was running at a rate of 0.8 ml/hour instead of the prescribed 25 ml/hour. A morning visual inspection also revealed that the bag was still mostly full. A new bag of vancomycin 2 g IV (24-hour infusion) was initiated, and the infusion resumed at the correct rate on (B)(6) at 11:38 am. Bd received additional information through due diligence attempts. Low trough levels were detected by lab and the medication dose was increased, however the patient's outcome was "excellent." The vancomycin had a concentration of "2 gms" in 600ml.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a programming error and under infusion was confirmed through the review of the pcu event log. The under infusion was due to the device being programmed with the incorrect rate, resulting in the device infusing at 0.825 ml/hr instead of the intended 25ml/hr. Based on the review of the pcu event log, on (B)(6) 2025, at 11:57 am the pump module s/n (B)(6) was programmed with an infusion of drug ID (B)(6) (suspect to be vancomycin), the primary infusion had a rate of 10 ml/h and a vtbi of 99.729 ml, the secondary infusion had a rate of 25 ml/h and a vtbi of 600 ml. After the pump module was paused and restarted 3 times, the next day, february 27th at 12 am, it alarmed for patient side occlusion. The secondary volume infused was of 289.704 ml. At 03:34 am the infusion was restarted. From 12:07 am to 12:25 pm, the infusion was paused and restarted 7 times, and 5 operator walkaways were recorded. Also, during that time, the pump module alarmed for patient side occlusion twice, and the alarms were silenced 5 times. The secondary volume infused was of 580. 217 ml. At 12:26 pm, the pump module was programmed with a primary infusion with a rate of 10 ml/h and a vtbi of 99.729 ml, the secondary infusion had a rate of 0.825 ml/h and a vtbi of 19.783 ml. From 12:27 pm until the next day, february 28th at 11:25 am, the infusion was paused 13 times, and 10 patient side occlusion alarms occurred. The infusion was restarted on all occasions. The pump module was silenced 16 times and there was one operator walkaway recorded. The secondary volume infused was of 597.367 ml. At 11:32 am, the pump module was programmed with a primary infusion with a rate of 10 ml/h and a vtbi of 99.739 ml, the secondary infusion had a rate of 25 ml/h and a vtbi of 600 ml. At 2:16 pm, the infusion was paused. The secondary volume infused was of 665.489 ml. At 2:33 pm, the pump was channeled off. Laboratory testing could not be performed; device/product was not returned for investigation. Per bd alaris system user manual v12.1.3, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. To minimize the amount of time for the pump to generate an occlusion alarm while infusing at low rates (for example, < 5 ml/h) and very low flow rates (< 0.5 ml/h), do the following: consider the occlusion pressure limit setting and adjust it, as necessary. The lower the setting, the shorter the occlusion detection time. However, when infusing viscous or thick fluids (for example, lipids), the occlusion pressure limit setting may need to be increased to reduce false alarms. Use accessory devices, which have the smallest internal volume or dead space (for example, use microbore tubing when infusing at low rates, shorter length of tubing, and so on). The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion was found due to use programming error.